Event description:
Healthcare professional later reported capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as surgical damage. ¿ capsular contracture: unable to observe. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported "rupture" confirmed via imaging .healthcare professional later reported via device tracking "capsular contracture". Healthcare professional later reported "baker grade iii". This record is for the right side. Device has been explanted.

Event description:
Healthcare professional reported "rupture" confirmed via imaging. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.